Manufacturer narrative:
Correction were done respectively for b6 filled for fluoroscopy, d9 was checked "yes" and h5 were corrected to "yes".

Event description:
It was reported the right ventricle (rv) lead exhibited dislodgement and confirmed under fluoroscopy. The dislodgement was associated with loss of capture. The rv lead was explanted and replaced with a new lead. The patient was stable throughout.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in two pieces with the helix bent, stretched and clogged with blood. X-ray examination of the lead found the helix was bent and stretched consistent with procedural damage. The helix mechanism/ extension length test not performed due to bent and stretched helix, as received. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage at distal portion (b). Visual and x-ray examinations of the lead found no anomalies except for procedural damage.

Event description:
It was reported the right ventricle (rv) lead exhibited dislodgement and confirmed under fluoroscopy. The dislodgement was associated with loss of capture. The rv lead was explanted and replaced with a new lead. The patient was stable throughout.